Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm and assisted the customer by instructing them to remove the cartridge and deliver a bolus, which completed successfully. However, the customer was unable to reload the original cartridge, and the alarm recurred when attempting to use new cartridges. Consequently, technical support arranged for a replacement of the pump and original cartridge. The customer was advised to use multiple daily injections as a backup therapy and was provided instructions for handling and returning the pump. A replacement pump was sent to the customer, who acknowledged all instructions including putting the pump into storage mode and returning it to tandem.